Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys (B)(6) ii immunoassay results for one patient sample from cobas e 411 immunoassay analyzer serial number (B)(4). The initial result was 0.075 (negative). On v 2016, the sample was retested in another laboratory by abbott method and the result was positive. No specific data was provided. On (B)(6) 2016, the sample was retested on cobas e 411 immunoassay analyzer serial number (B)(4) and the result was 0.073 (negative). On (B)(6) 2016, the patient was tested for (B)(6) rna viral load using a sample collected on (B)(6) 2016. The result was "(B)(6) rna not detected". This test was performed on a cobas ampliprep and cobas taqman 48. The results were reported for visa certification purposes. The patient was not adversely affected.

Manufacturer narrative:
Additional information was provided that the repeat testing was performed on a cobas 6000 e 601 module. As no sample was available for further investigation, a specific root cause could not be determined. Possible causes for this type of event include a spontaneous resolution of the (B)(6) infection, fluctuations of the genome concentrations below the limit of detection in acute (B)(6) and occasionally in chronic (B)(6), an occult (B)(6) infection, or (B)(6) therapy.